Event description:
The patient stated that she was hospitalized with high bgs, and the pump was taken away from her. The patient was in the hospital for three weeks without the pump, and now she wants to get back on it. However, the patient did not have the pump programmed. Advised the patient to speak with her hcp for the pump programming, and then call back for assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.